Event description:
It was reported the patient's recharger and patient programmer displayed a power on reset (por) message and the patient could not adjust stimulation. The patient received help with a recharge yesterday and received the por message the day of this report. The patient was instructed how to clear the por condition which resolved the issue.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).